Manufacturer narrative:
An investigation into the root cause of the reported issue has begun but is not yet completed. A supplemental report will be issued upon completion of the investigation.

Event description:
Per customer "replacement meters recently received are losing connection to the network and server and attempting to connect to the hospital guest wifi. This is causing a significant delay in results reaching the chart and impacting patient care."